Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
It was reported to abbott, a patient underwent an unrelated surgical procedure and the ipg was not placed into surgery mode. The rep was unable to connect with their patient¿s ipg with their clinician programmer (cp). The device was deemed inoperable. The patient was to reach out once they were able to make an appointment to schedule an ipg replacement. As of 10 jan 2024, surgery had not been scheduled. In an update it was reported the patient underwent successful replacement of their ipg on (B)(6) 2024. The device had reached end of life. There were no complications. Effective therapy was restored. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.